Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, an 8.5f sheath was used post-close procedure with only one device. It should be noted that the perclose proglide instructions for use, states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the reported violation of the IFU contributed to the reported difficulties the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an venotomy closure of two different access sites in the left common femoral vein using proglides after an interventional ablation procedure using a 7f sheath and 8.5f sheath. Reportedly, a cuff miss occurred at both access sites. Both access sites achieved hemostasis with additional proglides. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.